Event description:
The event occurred on an unspecified date in december 2023 and involved a plum 150 ml burette set where it was reported the burette¿s clave broke. The event was noted during infusion of normal saline. No obvious defects noted on the tubing set (cracks, or breaks) and no holes, cut, tears or any other defects were noted on the tubing set were reported. The tubing set was replaced, and therapy resumed. The products were stored in the air-conditioned room in the hospital and were not exposed to extreme temperature. There was no spillage or any drug exposure to patient or staff. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: (B)(6). Additional reporter: (B)(6).

Manufacturer narrative:
Received one used 142730490 plum 150 ml burette set for inspection. As received, the clave was observed to be partially broken from the upper lid of the burette. The female adapter of the clave remained bonded inside of the bonding pocket of the upper lid of the burette. The reported complaint of a broken port can be confirmed. The probable cause of the broken clave port is due to an unintentional bending force during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Device returned to manufacturer on 1/19/2024.